Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg reported as ¿high¿) and insulin injections were administered. Customer did not know cause of event. Pump system check was performed and pump was found to be functioning as intended. Recommendation was made for the customer to discuss the event with a healthcare provider.